Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient called back, reiterating prior concerns, and added that while holding the recharger, the antenna was migrating away from the ins, making charging difficult. The caller reported difficulty seeing symbols and buttons on the programmer and recharger, and stated that after holding the antenna over the ins for approximately one hour, the battery level remained at 50%, unchanged from the start of charging. The caller also noted not receiving an update after one week regarding the wireless recharger that was expected to be sent. The agent reviewed the transition process from the current recharger to the wireless recharger and sent an email to the field team for visibility and follow-up.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the replacement recharger resolved the recharging issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it is taking longer and longer to normally recharge the implanted battery. Trouble shooting included improved antenna positioning and encouraging patient to recharge more often. No known cause, issue is not resolved, and there are no ongoing action being taken to resolve this.

Event description:
The manufacturer representative provided additional information indicating that the cause of the longer recharging time was not dete rmined and no contributing factors were identified. Interim steps included more frequent charging sessions, which were completed without assistance, but the issue has not yet been resolved. Resolution is pending receipt of a new wireless charger. The information was confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.